Event description:
Complainant alleged that while treating a pt the device delivered energy at 120 joules. Upon an attempted discharge at 150 joules, the device displayed a reported "pace record 17" message. Complainant indicated that the clinician obtained another device to continue treating the pt and the pt received three shocks. Complainant indicated that the pt was in and out of ventricular fibrillation and asystole through the code. Upon transfer of the complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction.